Event description:
Patient called in 2002 alleging that the one touch basic enhanced meter was reading inaccurately low and that they were hospitalized and treated for hyperglycemia. Patient purchased the meter in 04/2002. According to patient's spouse, patient's meter read inaccurately low since the time of purchase. Three days ago, patient had symptoms of high blood glucose. Pt was unable to eat, was vomiting, had blurred vision, and was feeling irritable. Pt tests between 4 to 6 times a day. Due to the low readings on their meter, no insulin was taken. Patient bases their insulin intake on blood glucose results. At 5:00 pm the pt's blood glucose was tested at "67 mg/dl". Spouse rushed the pt to the ER. At approximately 6:00 pm the pt tested with the ER meter and the result was "over 600 mg/dl." Pt was tested in the lab with a result of "over 600 mg/dl". Patient was admitted to the hosptial and stayed 3 days for hyperglycemia. Pt was treated with insulin and fluids. Patient mentioned that they were familiar with meter and running quality control and the recommended cleaning procedures. Spouse mentioned that they had been using alcohol t0 clean the meter. No further information has been reported.